Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that while using a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, an employee activated the safety mechanism and it broke off from the needle. This resulted in a contaminated needle stick injury and the employee received post exposure lab work for (B)(6).

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic inspection revealed one eclipse needle screwed into a bd single use holder with the bd safety shield unattached. Visual inspection with 10x magnification of the safety shield and collar hook identified zero defects. The safety shield was reassembled to the collar hook and the sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6245927. Conclusion: although the sample was returned with the safety shield disengaged from the collar hub, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.